Event description:
The manufacturer received information alleging an oxygen concentrator stopped pumping air while in patient use. The patient was hospitalized and required mechanical ventilation. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an oxygen concentrator allegedly stopped pumping air while in patient use. The patient was hospitalized and required mechanical ventilation. The manufacturer received information alleging the patient expired. The date of when the patient expired is unknown. Despite the three attempts to have the device returned for evaluation and investigation were unsuccessful. The reporter of the event states the device is not being released at this time. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section b2 has been updated.